Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was able to load a new cartridge and clear the alarm. Customer's blood glucose was 176 mg/dl. The customer continued using the pump for insulin therapy.